Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ejf1, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomaly and that the setscrew was backed out too far. No signs of corrosion were observed during analysis. The ins was tested and found to function normally.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that when a patient¿s lead was first put in it was working, but then it stopped so they changed to the other side and the same thing happened where it stopped working. It was unclear what ¿changed to the other side¿ referred to. The patient¿s healthcare provider ¿changed it all out again¿ and it never worked. The patient couldn¿t feel anything three days after implant and her healthcare provider told her to turn it off. Post-operatively the device was looked at, the manufacturer was contacted, and ¿all the little things¿ were done to the device to try to troubleshoot but it never worked. The initial implantable neurostimulator (ins) was replaced due to a faulty battery and it didn¿t work right. The device was replaced in march. There was no intention of changing the battery, but when they went to hook the lead up to the ins, they found the battery corroded on both sides. The patient wanted to know if her body had caused the issue and her healthcare provider told her they may never know or it may take a long time to know the cause. The event cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported the history of the patient's present illness. The onset of her interstitial cystitis was gradual and the severity was moderate. Associated symptoms included overactive bladder, urgency, bladder outlet obstruction, and pain. The status was improving. The overactive bladder severity was mild and had not changed. The patient experienced nocturia two times per night and overactive bladder medications minimally improved the symptoms. The urgency was mild and was improving. Pertinent negatives included urge incontinence and leakage. The bladder outlet obstruction was severe and had not changed. Symptoms included strains to void, hesitancy, and incomplete emptying. Pertinent negatives included dysuria. Pain was mild, was located in the bladder, lower abdomen, suprapubic, pelvis, and lower back and was improving. Intercourse aggravated the pain and it radiated in her back. The quality of the pain was sharp. The patient's medications included antidepressants, overactive bladder medication, high blood pressure medication, interstitial cystitis medication, and a muscle relaxer at the time she had the device. There were no symptoms that were applicable related to the faulty battery and corrosion. Troubleshooting included reprogramming. Following the device replacement, the patient had slow improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.